Manufacturer narrative:
The device was not returned. Therefore, no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during of this transcatheter bioprosthetic valve, at 80% deployment, the valve was too deep, recaptured and pulled up into a higher position. During the second deployment attempt, the blood pressure did not recover at 80%. An geographic evaluation showed the left coronary artery was not perfusing. The valve was recaptured and pulled back to the ascending aorta, following which the blood pressure did not recover and CPR was initiated. The pressure came up slightly, so another deployment attempt was started but the pressures could not be maintained so the system was removed from the patient. There was no indication that the valve frame caused the occlusion. It was thought it could possibly have been the native leaflet though it was unclear as to why after pulling the valve out the ischemia did not resolve. It was also thought some plaque may have dislodged occluding the artery. Echocardiogram showed no effusion but new severe mitral regurgitation. A ventricular assist was placed however, the rhythm went into ventricular tachycardia and remained there without pressure recovery. The patient subsequently expired.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. In this case, inaccurate delivery/positioning difficulty was most likely due to user technique as recapture/repositioning of the valve was attempted and subsequently the valve was pulled back to the ascending aorta. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, low blood pressure was possibly related to patient reaction during initial deployment of the valve followed by occlusion as it was reported. Coronary occlusion can be related to multiple factors such as patient anatomy, implant position, and implant technique. Coronary occlusion is listed in the device IFU as potential patient adverse events. In this case, it was thought it could possibly have been the valve was sitting in the sinus or the native leaflet, though it was unclear as to why after pulling the valve out, the ischemia did not resolve. It was also thought some plaque may have dislodged occluding the artery. It was reported that there was no indication that the valve caused the occlusion. Mitral regurgitation post aortic transcatheter implant can potentially be caused by patient anatomical and procedural factors, where the implant depth may cause impingement to the mitral valve/apparatus potentially leading to a compromised mitral valve function. Mitral valve regurgitation or injury is a known potential adverse effect per device IFU. There were no allegations that a medtronic device contributed to the mitral regurgitation but in this case, the depth of the valve may have played a role. Tachycardia is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension. The report of patient expiration post-implant was ascertained as being related to the procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. No allegations were made against the device and the event description does not indicate a potential manufacturing issue. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.